Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the reported perforation appears to be related to procedural conditions (sgc insertion into septum for procedure). The reported patient effect of perforation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported minor injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on 05 august 2024, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 3-4. A nt (lot: 40402r1112) was implanted successfully utilizing steerable guide catheter (sgc) lot: 40412r1112). After the sgc was removed from the left atrium, a right to left shunt was observed. The patient remained hemodynamically stable. No intervention was performed.

Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.